Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service representative. It was found that the cot jolted the patient upon lowering issue was caused by operator error and no defect was found with the unit. The customer reported that the head section was folded down when they lowered the cot and when the head section was lifted it caused the jolt condition. The patient was not injured during this event.

Event description:
It was alleged that the patient was "jolted" when the cot was being lowered. The patient was evaluated and no further medical intervention was needed.

Event description:
It was alleged that the patient was "jolted" when the cot was being lowered. The patient was evaluated and no further medical intervention was needed.